Event description:
Procedure: vats. According to the reporter, the clip device cut through the vessel during use. The or time was extended by more than 30 mins, the pt was discharged a number of days after the surgery. The procedure was changed to an open procedure during the course of the case. It is not known if the change in procedure type was a result of the product failure.

Manufacturer narrative:
.